Manufacturer narrative:
(B)(4). The customer reported low amplitude in the leads. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
The customer reported low amplitude in the leads. There was no report of pt involvement.